Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file. The provided information indicated the patient exchanged from their primary system controller, serial number (B)(6), to their backup controller, serial number (B)(6). Upon connecting the driveline, a driveline power fault alarm activated, and the patient exchanged back to (B)(6). The submitted controller event log file captured the system controller being connected to external power on 02feb2026. The driveline was connected shortly after, and a driveline power fault alarm activated due to a power a broken fault. The alarm was active until the driveline was disconnected. Both power cables were then disconnected which is consistent with the controller exchanged back to the primary controller, serial number hsc-127041. The pump operated as intended while the driveline was connected and there were no other notable events on the reported event date in the log files. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange due to emergency backup battery (ebb) fault alarm on (B)(6) 2026. Upon connecting to their backup system controller (B)(6), the patient received a driveline power fault alarm. The patient then switched back to their primary system controller (B)(6) with ebb fault without issue. The patient presented to the ventricular assist device (vad) clinic on (B)(6) 2026 and had ebb exchanged with resolution of ebb fault on primary system controller. Log files from their backup system controller were sent for review. The log files captured driveline power faults. The event occurred upon connection of the driveline to the system controller. It was unclear whether the driveline power fault occurred as a ¿true¿ fault or if it occurred due to current fluctuations at the time of connection. On 24feb2026 log files from the primary system controller were sent for review. The log files captured no unusual events in the event log file history. The data indicated that the driveline and modular cable are functioning as intended. The log file indicated that the patient had not connected to power module/mobile power unit (mpu) power during this history. This indicated the patient was sleeping on battery power.